Event description:
The surgeon reported that the bradycardia has not recurred. The patient has no prior history of cardiac events and no family history of cardiac events. The patient was under general anesthesia during the bradycardia event.

Manufacturer narrative:
(B)(4).

Event description:
During generator and lead replacement the patient presented with bradycardia when the device was programmed on. It was reported that the patient had been implanted with vns for many years and never experienced bradycardia previously. It was reported that the patient was running a slight fever the morning after implant and was still experiencing bradycardia. The neurologist planned to reduce device settings. No additional relevant information has been received to date.